Event description:
The patient reported experiencing symptoms of low blood glucose at 3am on (B)(6) 2020 with a blood glucose reading of 199 mg/dl. His wife made him hot chocolate and he was able to drink it on his own. He felt better in 20 minutes.